Manufacturer narrative:
The involved device was returned and evaluated. Visual examination confirmed that the sheath had initially stretched followed by separation of the distal portion of the sheath. Quality records from the reported lot were reviewed and reserve samples were evaluated. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The reserve sample evaluation confirmed there were no abnormalities or defects. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and return sample are consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal after a femoral/popliteal angioplasty procedure. Reportedly, resistance was encountered during withdrawal and when the physician continued to pull back on the sheath the plastic layers partially separated exposing the coil wire. In addition, the j tip cordis guidwire being used during the procedure became caught within the sheath and caused the tip of the wire to shear as well. The patient was then transferred to another hospital where an arteriotomy was performed to remove the sheath. Follow-up communication confirmed that the entire sheath was retrieved successfully and there were no patient complications.